Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, pain, edema, and skin rash.

Event description:
Patient representative reports that patient has had right side "infections in her breasts", "pain and swelling in breast" and "had rashes and a lot of pain". Device remains implanted.

Event description:
Patient representative reports that patient has had "a couple of infections in her breasts", "pain and swelling in breast" and "had rashes and a lot of pain". Patient has had treatment of "antibiotics" and has had a scan and patient has been advised to have implants removed by their doctor "asap due to the cancer risk". This relates to the right device. Device remains implanted.

Manufacturer narrative:
Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.